Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The right plunger case was cracked. No apparent contamination. Error history log review found a primary audible post. Unable to duplicate the primary audible alarm. The root cause of the reported issue was unable to determine. Actions were taken to mitigate the reported issue: replaced speaker for preventive.

Event description:
It was reported that the pump has a system failure-primary audible alarm. No patient injury was reported.